Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer had a black screen and analysis was unable to reproduce the black screen. However, analysis found multiple errors in log. Device passed functional test. It was also noted that the programmer had corrosion in multiple areas of programmer as well as water damage inside display area. It was recommended that the device be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a black screen. The programmer was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.